Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026 causing hyperglycemia. The blood glucose level of the patient was treated by correction bolus via pump. The infusion set was used for twelve hours.